Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube meets the proximal clevis. A piece measuring proximately 0.299¿ x 0.150¿ was not returned with the instrument. The instrument was found to have a dislodged proximal clevis, broken pitch, grip cables, and conductor wire. The complaint was confirmed by failure analysis. Additional observations not reported by site: the instrument was found to have a dislodged proximal clevis with the wrist assembly. This failure is likely due to the broken main tube. The instrument was found to have a broken grip cable at the proximal clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, joint rupture was noted on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.